Manufacturer narrative:
The customer¿s report of an overinfusion of blood pressure medication was not confirmed. Visual inspection noted the primary set was in overall fair condition with no anomalies observed. Review of the pcu event logs shows that at 5:33 pm on (B)(6) 2016 the device was programmed to infuse norepinephrine non-weight based dosing 16mg/250ml at 10ml/hr, with a vtbi of 250ml. At 5:41 pm, the rate was changed to 8ml/hr and then changed the rate to 5ml/hr a few seconds later. At 5:42 pm, the device was paused. At 5:45 pm, the device was channeled off. At 7:49 pm, the norepinephrine infusion was restored; the dose was changed to 3mcg/min, which made the rate 2.81ml/hr. At 8:13 pm, the dose was changed the dose to 1.5mcg/min, which made the rate 1.41ml/hr. At 8:29 pm, the device was paused. At 8:34 pm, the device was channeled off. The volume recorded as being infused during this period was 2.951ml. After the norepinephrine infusion, the device was also used to infuse insulin (r) 100unit/100ml at 9:13 pm and nitroprusside 50mg/250ml at 9:34 pm. The starting volume of the fluid container cannot be determined through device logs. The primary set passed leak testing and there were no anomalies observed. The root cause of the customer¿s report of an overinfusion of blood pressure medication was not identified. No device was returned for investigation. .

Manufacturer narrative:
Concomitant medical products: baxter 250ml bag 5% dextrose, levophed norepinephrine 16mg/234ml, ndc 0338-0017-02, lot y201475, exp 11/2017, therapy date (B)(6) 2016. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. (B)(4).

Event description:
The customer reported that an entire bag of levophed 16 mg/234 ml d5w infused faster than intended on a post op open heart surgery patient, intended dose/rate programming not provided. Reportedly the patient was initially in critical condition following the event, but later stabilized in the ICU. Other event details are not available. The devices were evaluated by the facility biomed; no testing results were provided by the customer, who stated the devices will not be returned for investigation.